Manufacturer narrative:
The product is expected to be returned for evaluation and analysis: however, has not been received. Add'l info will be submitted within 30 days of receipt.

Event description:
During a (pci) percutaneous coronary intervention, the shaft of the guide catheter separated in the pt. The aorta, femoral, and iliac arteries were very tortuous and calcified. The separated portion was retrieved with hemostats. There was no reported pt injury.